Manufacturer narrative:
Results of investigation: the auditory alarm pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, they were unable to duplicate the reported issue.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator is alarming speaker fault. No patient involvement.